Manufacturer narrative:
On (B)(6) 2022- the consumer left a comment on an inteliswab facebook post, stating that the test results they received were wrong. Due to the lack of information provided by the consumer, it is unclear whether the consumer received a false negative or false positive result. Therefore, orasure technologies, inc. Has chosen to report the consumers complaint, as both a false negative and false positive result. Refer to MDR 3004142665-2022-00032 for the false negative submission.

Event description:
Consumer left a comment on an inteliswab facebook post stating their home tests were wrong and a waste of time. Facebook comment (B)(6). 'My home test were wrong. Waste of time.'

Event description:
Consumer left a comment on an inteliswab facebook post stating their home tests were wrong and a waste of time. Facebook comment (B)(6) , 'my home test were wrong. Waste of time.'

Manufacturer narrative:
9/29/2022- the consumer left a comment on an inteliswab facebook post, stating that the test results they received were wrong. Due to the lack of information provided by the consumer, it is unclear whether the consumer received a false negative or false positive result. Therefore, orasure technologies, inc. Has chosen to report the consumers complaint, as both a false negative and false positive result. Refer to MDR 3004142665-2022-00032 for the false negative submission. 09/29/2022- consumer posted a review on facebook.com. No additional follow up is to be expected with the complaint file, and the incident will be closed internally. 10/13/2022- this is a duplicate submission as the consumer reported a false result. The false result should only be captured in MDR 3004142665-2022-00032 as stated in the general instructions for form FDA 3500a medwatch (for mandatory reporting).

Manufacturer narrative:
(B)(6)2022- the consumer left a comment on an inteliswab facebook post, stating that the test results they received were wrong. Due to the lack of information provided by the consumer, it is unclear whether the consumer received a false negative or false positive result. Therefore, orasure technologies, inc. Has chosen to report the consumers complaint, as both a false negative and false positive result. Refer to MDR 3004142665-2022-00032 for the false negative submission. (B)(6)2022- consumer posted a review on facebook.com. No additional follow up is to be expected with the complaint file, and the incident will be closed internally.

Event description:
Consumer left a comment on an inteliswab facebook post stating their home tests were wrong and a waste of time. Facebook comment hudson regina 'my home test were wrong. Waste of time.'